Event description:
It was reported to st. Jude medical that during repositioning of the lead due to dislodgement, the lead could not be fixated. The decision was made to replace the lead after multiple fixations were attempted. At explant, a little white piece inside the screw was observed.